Event description:
The customer contacted physio-control to report that they were attempting to transfer data from the device when the device's controls became unresponsive. They had to remove and replace the batteries to restore device operation. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's system pcb assembly as part of the unrelated repairs on the device. Physio-control further evaluated the removed main keypad assembly and did not observe any issues with this part. Physio-control further evaluated the removed system pcb assembly and observed that the ground foam around the single board computer shield was distorted and intermittently touching a via on the device's system pcb assembly. This caused the device's controls to become inoperative.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were attempting to transfer data from the device when the device's controls became unresponsive. They had to remove and replace the batteries to restore device operation. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.